Event description:
It was reported that during a procedure to treat a lesion in an unspecified coronary artery, a 2.5x20 rx voyager dilatation catheter was advanced with a little resistance and inflated; however, the balloon ruptured on the first inflation at 12 atmospheres (atms). The 2.5x20 rx voyager dilatation catheter was withdrawn from the patient anatomy without resistance and a new same size rx voyager dilatation catheter was advanced with a little resistance and inflated; however the balloon ruptured on the first inflation at 12 atms. The 2.5x20 rx voyager was withdrawn from the patient anatomy without resistance and a new rx voyager dilatation catheter was advanced and inflated to successfully complete the procedure. There was no adverse patient effect and no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The additional 2.5 x 20 mm rx voyager referenced is being filed under a separate medwatch report. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation and the reported rupture was confirmed. Based on visual, functional and scanning electron microscopy (sem) analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.